Manufacturer narrative:
Follow-up report #01. The lot number of the device was incorrectly reported on the initial MDR. The device lot number, date of expiration, and date of manufacture are not known.

Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece. The needle was retrieved and discarded. The procedure was completed with another microtip hand piece. There were no patient complications.